Event description:
It was reported that the patient was seen in the emergency room (ER) as this implantable cardioverter defibrillator (ICD) exhibited beeping tone. Upon interrogation, the device exhibited an error code 1003 which is indicative of battery voltage too low for projected remaining capacity. All parameters were stable and the patient was not dependent on this pacemaker system. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.